Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of a memory verification failure in the logs was detected. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Internal process improvements have been initiated to mitigate this issue. The evaluation found that the handle display was burnt into the screen. There were no functional abnormalities with the screen itself and functional testing was able to be performed without any issues. It was reported that the display screen had an irregular output. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can be due to the display showing the same image on the display for a prolonged period of time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device on the charger during routine check, the display/screen was darker than normal and was not possible to be used. Operator tried to restart the device to resolve the issue. No patient involvement.